Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a hard_power_fail error was discovered in the device's event log. The technician recommended replacing the device's 3-way solenoid valve to address the issue. Additionally, a soft_power_fail error was observed, and the device's system board was replaced. The cooling fan assembly, fan retainer fan retainer, and muffler assembly were replaced due to dust contamination. The inlet side panel was relaced due damage (broken). The tubing-blower chassis, tubing-system pca, tubing-fio2, and tubing-low flow o2 have been replaced due to contamination with saline solution. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.